Manufacturer narrative:
Insulin pump passed self test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No external ram crc error alarm, unexpected restart error alarm or reset anomaly after battery change noted. Device received with scratched display window, cracked display window and cracked case at display window corners. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that pump had experienced high blood glucose level, multiple pump error alarm and pump screen had crack. The customer¿s blood glucose level was 12.7 mmol/l and 22.9 mmol/l. The insulin pump will not be returned for analysis.